Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: the complaint facility, (B)(6) hospital, informed cook on 10mar2020 of an incident involving a coda lp balloon catheter (coda-2-9.0-35-120-32) from lot 10235013. The balloon reportedly ruptured during a balloon occlusion procedure on (B)(6) 2020. It was asserted by the physician that the reported failure was caused by the calcification in the patient's vessel. The patient reportedly experienced no adverse effects as a result of this incident; no additional harm was reported. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), and quality control of the device, as well as an interview of internal personnel, was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (10235013) revealed one recorded non-conformance potentially related to the failure mode for distal bond damage in which one device was scrapped prior to distribution. A database search found no other events associated with the reported device lot. As adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that the device was manufactured to specification and that there is no evidence that nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_codalp_rev3] ¿coda and coda lp balloon catheters,¿ provides the following information to the user related to the reported failure mode: ¿maximum inflation volume: 30 cc. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event was not traced to the device, but rather to the patient's condition. Cook has determined that the reported failure was caused by the calcification as asserted by the physician. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 27mar2020. A 30cc syringe was used to inflate the balloon. The volume at which the balloon ruptured is unknown. Omnipaque was used to inflate the balloon. The balloon ruptured when it was inflated around the aortic bifurcation. The vessel diameter is unknown. There are no problems with the patient's current condition.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda lp balloon catheter ruptured upon inflation. The device was used in an emergency surgery performed to treat an iliac artery aneurysm and occlude the vessel. When the balloon was inflated around the bifurcation, the balloon ruptured. A competitor's balloon was used to complete the procedure. The physician commented that the inner diameter of the access artery posed "no problems" but the vessels were calcified. Additional information has been requested regarding event details but is not currently available. No other adverse effects have been reported for this incident.